Manufacturer narrative:
Section b5: additional information. Section d4: serial number, expiration date, lot number and primary UDI updated. Section h4: device manufacture date updated. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed via log file analysis. Data from 22may2024 to 12jun2024 was reviewed. The log file captured driveline faut alarm event on the earliest date on 22may2024 at 1:33:04. The alarm did clear on 25may2024 at 13:45:32 and thereafter. The alarm did not affect the system controller ability to support pump function. It was recommended the system controller be exchanged and to monitor the issue. Additional information provided the system controller (serial # (B)(6)) will not be returned. A root cause of the driveline fault alarm captured in the log file could not be determined. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Under section 2, ¿replacing the running system controller with a backup controller¿, warning and important information regarding system controller exchange is outlined. ¿important! Ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed.¿ heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no further driveline faults reported following the controller exchange.

Event description:
It was reported that the patient was seen for a routine follow up and was noted to have driveline (dl) fault alarms present on ventricular assist device (vad) interrogation for a period of several days beginning (B)(6) 2024.they external portion of the driveline did not have any obvious areas of concern. Log files were sent for review. The log files captured dl fault events from the from the beginning of the data capture on 22may2024 and continued until 25may2024 when they were resolved. There were no further dl faults noted for the remainder of the log file. The wire values during the dl fault events showed the non-monitored wires for phase 1 and 2 to be having an issue. Phase 3 was at baseline. On (B)(6) 2024 the wire values were all at similar number and the dl faults resolved. It was suggested the system controller be exchanged and that monitoring be continued. The controller was replaced. No troubleshooting was performed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.